Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Customer declined to additional troubleshooting with customer technical support.